Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricular lead exhibited high capture threshold. An x-ray was performed, and no anomalies were found. No intervention was performed. The patient was stable and will continue to be monitored.